Manufacturer narrative:
It was reported that a patient with an eleos distal femoral replacement will be undergoing a revision procedure to replace the current eleos midsection with a shorter, custom midsection. The patient is experiencing limited range of motion due to the current construct length. Device history records could not be reviewed as device lot number is not known. It is unknown what pre-operative or intra-operative preparation was conducted prior to implantation. The eleos limb salvage system surgical technique advises to trial and perform trial reduction if required, to allow for proper patella tracking and range of motion. Additionally, the eleos limb salvage system IFU advises that correct selection of prosthesis is reliant on the judgement of the medical professional. Based on the available information, the cause could not be determined conclusively.

Event description:
The patient is currently implanted with an eleos distal femoral replacement. The patient will be undergoing a revision procedure to replace the current eleos midsection with a shorter midsection. It was reported that a patient is experiencing a limited range of motion. This event will be reportable to the FDA as a serious injury as the patient will be revised to remove and replace the implanted device.